Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she went to the hospital due to an infection and burn. The customer also stated that she had surgery last month and had the sutures removed a couple of weeks ago and it got infected. The customer also stated that she had an accident and believes that the trauma is causing high blood glucose readings. The customer declined to troubleshoot for high blood glucose.